Event description:
During an atrioventricular nodal reentrant tachycardia procedure, difficulties were noted removing the catheter from femoral vein, and the hd grid catheter became stuck in the introducer. All devices were removed and after 10 minutes, the hd grid was able to be removed with no consequences to the patient.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.